Event description:
It was reported that this is the second cassette in the past two weeks which alarms unresolved on one pump and then changed over to second pump and continues to display -no disposable- alarm. Two (2) weeks ago alarmed on second pump within a couple of hours and started alarming on the second pump the next day. No patient injury was reported.

Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. Operator of device is unknown. No information has been provided to date. Premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.